Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer also received a battery out limit alarm and an unexpected restart alarm. Customer was not able to clear alarm due to keypad anomaly. Customer's blood glucose was 150 mg/dl. Customer reported that insulin pump was worn against her body and may have been exposed to moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer called back reporting that insulin pump began to work. Customer was advised that insulin pump should still be replaced.